Manufacturer narrative:
The device was received for evaluation. Visual inspection confirmed a loose speaker. During evaluation, the speaker had distorted and low audio. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to be the loose speaker. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq infusion pump, the device had low audio. No additional information is available.